Event description:
Customer reported that the screen on his current pump was scratched, making it difficult for him to read. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.